Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the insulin pump keypad buttons are not responsive. Customer's blood glucose was 111 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.